Event description:
It was reported that the console prompted error codes 58 self test process failure (one of the tests completed with fail status), 64 brick 2 not working case saver mode, 190 chiller busy on, 199 cooling system error-chiller failed to reach requested temperature within about 1.5 minutes, 200 cooling system error- chiller test fail, 253 lasing and safety-pyro low limit fail and 273 safety ok h/w line fail. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
D3. Manufacturer address 1 corrected . G1. MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country, MFR site phone corrected . The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the cooling fuse and chiller. The reported event was confirmed. The fse verified wall voltage at 209.8 vac and verified system jumpers are set accordingly. The mirror motor tuning and pyro energy calibration was performed and verified to specification. The output test was performed and verified to specification. The console was tested with moses fiber at .2j and 120hz for multiple sessions and verified for no errors. The console was calibrated and passed the operational and safety tests. Based on the information available, and console analysis results, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console prompted error codes 58 self test process failure (one of the tests completed with fail status), 64 brick 2 not working case saver mode, 190 chiller busy on, 199 cooling system error-chiller failed to reach requested temperature within about 1.5 minutes, 200 cooling system error- chiller test fail, 253 lasing and safety-pyro low limit fail and 273 safety ok h/w line fail. The procedure was not completed due to this event. There were no patient complications.